Manufacturer narrative:
One cadd solis vip pump was retuned for analysis in good condition. A functional check was performed and the customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications of +/-6%. No problems were found with the delivery accuracy of the pump.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump did not infuse the programmed medication. When infusion was completed, the pump indicated that all medication had been delivered, although none was infused. There were no injuries or adverse events reported.